Event description:
The customer reported that part of the device broke off during the procedure and fell into the pt. The piece was retrieved by the surgeon. The exact date is unk but it occurred in (B)(6). There was no pt injury. The incident sample was discarded after the surgery.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site. The site has returned a non-incident unused sample for eval. When the device eval is complete, a follow-up report will be submitted.